Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 122 months. Through follow-up, the surgeon indicated that the valve was explanted due to an ascending aneurysm resection, and a new edwards' valve was implanted. Also indicated no device malfunction with the explanted edwards' valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has not been returned to edwards for evaluation, despite follow-up attempts. There has been no information to suggest a device malfunction contributing to this event. The investigation indicates no quality deficiency detected during manufacturing.